Manufacturer narrative:
The pump was received with rf pic failed alarms during self test due to a faulty component on the radio frequency board. The pump had normal operating currents, and passed the functional testing. No excessive no delivery alarms noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.